Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a "steel wire" was noted to be broken on the permanent cautery hook instrument. A backup instrument was used and the planned surgical procedure was completed with no report of patient harm, adverse outcome or injury.